Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with rf disabled-check return electrode error. Unit would not recognize the return ground. Cause of error is a defective rf pcb. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Reference: case-(B)(4).

Event description:
It was reported that, during set up for surgery, the "vulcan generator" was not registering the grounding pad. There was no delay and no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.